Manufacturer narrative:
It was reported that a revision surgery was performed due to tibial plate fracture. The doctor fixed the patient's left leg in plaster and required the patient to go home and stay in bed. The plaster was removed one month later. The affected 3.5mm anterolateral tibia locking plate 13 hole, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but not limited to improper size of device used, overuse or procedural/user error or unclear user instructions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
On (B)(6) 2015 patient had a crash accident and fractured his knee, a primary surgery was conducted to correct the issue. It was reported that on ''(B)(6) 201'' a medical intervention was performed due to obvious displacement of the fracture end and instability, the patient underwent "open reduction and internal fixation for left tibiofibular fracture + bone grafting". During the operation, old middle fibula fracture was observed, and callus formed. After removal of callus at the fracture end, reduction was conducted, and then internal fixation was performed with the locking plate system after shaping. The old fracture of middle and lower segment of tibia was observed, with obvious separation and displacement of the fracture end, callus growth and obvious bone defect. The left iliac crest was taken for artificial bone grafting, and the patient recovered well.